Event description:
It was reported that the patient presented for follow up with a right ventricular (rv) lead that exhibited lead noise. Additional information was requested, but not received.

Event description:
New information received noted that the asymptomatic patient presented for a remote follow up via merlin.net with over-sensed noise by the rv lead that withheld some rv pacing. Programming changes were performed to resolve the issue. The patient was in stable condition.